Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. Nj was selected for the state. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd eclipse leaked. The following information was provided by the initial reporter: customer called to verify if bd has received any feedback/complaint regarding broken needles, customer stated she was receiving a flu shot and a bd eclipse needle was used, however, she stated she moved her hand, and the needle did not break, she just wanted to verify if the tip could break, asked her if she had medical intervention such as x-ray etc, customer advised she had not received any but just wanted to be sure, asked if there was swelling, or redness, pain, customer responded no issues, but still wanted to know if the needles are strong, advised customer that bd needles are designed to deliver medication, if she still has concerns to go visit a doctor and get checked out. Customer does not have mat# lot # and unsure of size. This is for documentation purposes 1x phone call task created. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Can you please provide an exact date of event in format dd-mmm-yyyy? Unknown. Total number of occurrences? 1. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No, discarded. Email: was provided customer again detailed that there had been leakage that occurred which prompted the inquiry into the durability of the needle on the manufacturing side. The clinician that administered the vaccine did not indicate any concern over a broken needle. The response was the vaccine not penetrating the patients skin where the leakage was noticed. If there are any additional questions please send them to the email provided, along with a closure letter.

Manufacturer narrative:
(B)(4). Follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.